Event description:
The customer reported that the pump does not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Instructed the customer to monitor bgs and call the help line if further assistance is needed.